Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited rapid battery depletion. An engineering analysis was done and results stated that the battery diagnostic data indicates that the power consumption of this device has been increasing for over a year. The expected power consumption is expected is about 31uw, however this device was currently consuming 125uw an the power consumption is expected to continue to increase. It was then recommended to consider replacing the device and to be returned for a detailed analysis. Additional information received indicates that the patient and clinic opted not to replace the device due to patient age. To date, this pacemaker remains in service. No adverse patient effects were reported.